Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture after surgical reversal of essure sterilization') in a female patient who had essure inserted. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed uterine rupture in the 36th gestational week and underwent emergency cesarean delivery of her child. Neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: maternal exposure before pregnancy added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture after surgical reversal of essure sterlization') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed uterine rupture in the 36th gestational week and underwent emergency cesarean delivery of her child. Neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from deleted duplicate case (B)(4) transferred. Reporter's information was updated, and new reporters added, and the event "uterine rupture" downgraded to non-serious incident. Event abdominal pain deleted as this was reported to have been a symptom of the uterine rupture and not associated with the essure device. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture after surgical reversal of essure sterlization') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed uterine rupture in the 36th gestational week and underwent emergency cesarean delivery of her child. Neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("surgical reversal of essure sterilization") and uterine rupture ("uterine rupture after surgical reversal of essure sterlization/diagnosed with uterine rupture at 36 weeks") in a female patient who had essure inserted. Product or product use issues identified: maternal exposure before pregnancy ("maternal exposure before pregnancy"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced uterine rupture (seriousness criterion medically important) with abdominal pain and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and uterine rupture to be related to essure administration. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed uterine rupture in the 36th gestational week and underwent emergency cesarean delivery of her child. Neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: abdominal pain as symptom added. Uterine rupture's company causality updated from ''related'' to ''unrelated''. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization'), premature delivery ('underwent emergency cesarean delivery and was diagnosed with uterine rupture at 36 weeks'), uterine rupture ('uterine rupture after surgical reversal of essure sterilization') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced premature delivery (seriousness criteria medically significant and intervention required), uterine rupture (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, premature delivery, uterine rupture, pregnancy with contraceptive device and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, medical device removal, pregnancy with contraceptive device, premature delivery and uterine rupture to be related to essure. Amendment: the report was amended for the following reason: significant case corrections-added event medical device removal. Event uterine rupture marked as incident. Event premature delivery marked as incident and intervention. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture after surgical reversal of essure sterlization') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, uterine rupture and abdominal pain outcome was unknown. The reporter considered abdominal pain, medical device removal and uterine rupture to be related to essure. The reporter commented: neither mom nor baby experienced a significant complication. Amendment: the report was amended for the following reason: significant correction-events pregnancy with essure,device ineffective, and premature delivery were deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.